Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition, we are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose up to 26 mmol/l (468 mg/dl) and was vomittng and had diarrhea. The detailed blood glucose levels are as follows: (B)(6). When removed from the infusion site, the pod's cannula was found bent. In addition, it was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. As treatment, the patient regulated the blood glucose levels with an insulin pen then activated a new pod.